Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that the act button on the insulin pump does not respond; she has to press it multiple times to get a response. Customer stated that the issue started in (B)(4) and has gotten progressively worse. She also reported that the insulin pump has alarmed motor error 2 times in three months. The first alarm was in (B)(6) and the insulin pump stopped working for several hours and then the customer was able to rewind. The second time, was three weeks back and she had to rewind twice. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk also with intermittent escape and act button response due to corroded keypad traces. However, the insulin pump passed the displacement test. The motor was tested outside of the device and passed. The insulin pump received with cracked battery tube threads and cracked reservoir tube lip.